Event description:
It was reported that the stem loosened. Replaced with a larger stem. Also, put in a new cup and liner and replaced head.

Manufacturer narrative:
It was noted that the patient kept the explanted devices. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The event was not confirmed as the reported device was not returned for evaluation and insufficient medical records were provided. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Chr indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the stem loosened. Replaced with a larger stem. Also, put in a new cup and liner and replaced head.